Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.